Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 300 mg/dl. The customer administered a manual injection. During troubleshooting with tandem's technical support, it was determined that there were slight air bubbles in the tubing. Reportedly, the customer loaded the cartridge with cold insulin.